Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], other severe and permanent physical injuries [injury], copper deficiency [copper deficiency]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive, version unknown cream for his dentures, with a last known use in 2009 and reported the following: neuropathy; profound and permanent neurological injuries; other severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities; copper deficiency. He had received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.